Event description:
Material no.: 930400 , batch no.: unknown. It was reported that the expiration date was missing on the packaging label. Per email: [omitted] called to obtain expiration date on the catalog # 930400. I asked (B)(6) if there is a lot/batch number listed anywhere on the packaging. The lot number confirms the expiration date of the product. The customer stated no. Customer sent an image of the product below. I asked, if he had the box the product came in. The lot number may be listed on the box. Customer stated he did not have the box the product came in. I did provide a shelf life for the product. According to the lot numbers in our system. The shelf life for the catalog number 930400 is 3 years. Customer reporting there is no expiration date on the product. Please see below for further information on the product.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos were completed and in one photo it is observed the lack of the expiration date and lot number. This verifies the failure and reported issue. At the beginning of each manufacturing lot, the set up for lot and expiration date embossing process is being reviewed, in addition to this packaging machines have a system to verify presence of lot/exp date on each individual packaging. If a machine failure occurs during the process this can contribute to the missing lot/exp date information. Expiration date and lot number is also present on the packaging carton (inner carton) in which the applicator is being sent to the customer, however according to customer, this was no longer available by the time they noticed the individual packaging was missing information. Since no lot number was available, bd was unable to determine the date of manufacturing to perform a device history review. An awareness session was conducted with packaging operators and mechanics to inform them about the complaint and the verification process of lot/exp date after any lot interruption/ machine malfunction. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930400 batch no.: unknown. It was reported that the expiration date was missing on the packaging label. Per email: m[omitted] called to obtain expiration date on the catalog # 930400. I asked mr. (B)(6) if there is a lot/batch number listed anywhere on the packaging. The lot number confirms the expiration date of the product. The customer stated no. Customer sent an image of the product below. I asked, if he had the box the product came in. The lot number may be listed on the box. Customer stated he did not have the box the product came in. I did provide a shelf life for the product. According to the lot numbers in our system. The shelf life for the catalog number 930400 is 3 years. Customer reporting there is no expiration date on the product. Please see below for further information on the product.